Manufacturer narrative:
Visual inspection confirms the hexalobe drive feature sheared off. The tip is twisted in a direction consistent with final tightening. The failure appears to be from wear as a result of improper loading before torque delivery through the driver tip. There were no manufacturing or processing related irregularities. Labeling review: warnings: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off during a case. The tip was removed from the patient.